Event description:
It was reported that the customer's insulin pump vibrate mode was not working properly. Customer also reported receiving a button error alarm back in (B)(6) and was able to clear it. Customer's blood glucose was 73 mg/dl. Customer also stated the lock device broke and the belt clip was damaged. . Customer's blood glucose was 75 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Customer was taking shots of humalog as back-up plan. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the operating currents are within specification. The insulin pump passed self test and vibrate check. No unexpected low battery or vibrator anomaly noted. No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. No belt clip slot damage noted during visual inspection.